Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that a mini vision 2.5 x 8 was placed by direct stenting. The stent delivery system was inflated to 14 atm in order to expand the stent. As the result was not optimal, the physician used a powersail, 2.5 x 8 to perform dilatation. The balloon was inflated, step by step, up to 22 atm at which point the stent looked disrupted and the artery presented aneurysm aspects. There was a dissection around the stent. A mini vision balloon was inflated to 6 atm twice over a period of one minute to try to repair the dissection. As the result was not optimal, voyager (3.0 x 30) was used at very low pressure over seven (7) minutes. The patient was to be placed in intensive care and would be monitored until the cardiac scanner shows there is no pericardium extravasation. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation-product performance engineering reviewed the incident information; however, the device was not returned for analysis. It was reported that after post-dilatation of the implanted stent with the rx powersail the stent appeared disrupted. The rx powersail was over-inflated to 22 atm. In the instruction for use (IFU), it is noted that the balloon pressure should not exceed the rated burst pressure (rbp) of 18 atm. There does not appear to be any indications of a product quality problem. Dissection and aneurysm, as listed in the IFU, are known adverse events. There does not appear to be any indications of a balloon dilation catheter quality issue.